Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger is oriented correctly. The plunger has been advanced under the lens. The lens is still in the loading area. The trailing haptic and optic are folded under/broken/crushed. The leading haptic is extended and pressed up. The tip of the nozzle tip is bent. The may have occurred due to the device being returned unsecured. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. A plunger underride was observed. The root cause may be related to a failure to follow the dfu. Inadequate viscoelastic was observed in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure the lens was crushed in the preloaded injector. There was no patient contact and the procedure was completed with back up product. There is no other information available.